Manufacturer narrative:
Additional context was provided which was missing in previous reports.

Event description:
Device 1 of 4. Reference MFR report: 1627487-2019-03428. 1627487-2019-03429. 1627487-2019-03430. Only two of the four leads were explanted and replaced. It could not be determined which two of the four these were, so all four leads were reported on.

Event description:
Device 1 of 4. Reference MFR report: 1627487-2019-03428. 1627487-2019-03429. 1627487-2019-03430.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 4. Reference MFR report: 1627487-2019-03427, 1627487-2019-03428, 1627487-2019-03429, 1627487-2019-03430. It was reported that the patient was experiencing autoreducing of stimulation. High impedances were measured at the lead sites. Surgical intervention may take place to address the issue.

Event description:
Device 1 of 4. Reference MFR report: 1627487-2019-03428; 1627487-2019-03429; 1627487-2019-03430. It was reported that surgery occurred to explant and replace the leads, which addressed the issue.